Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 103mg/dl. The customer mentioned being in the hospital for heart issues. Troubleshooting was performed, and the drive support cap was sticking out. The customer mentioned that the infusion set is causing sore because he uses for four to five days. He went from 200 units to 75 units a day. Advised the caller to discontinue the use of t he device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.